Event description:
Ous MDR - after an implantation period of 52 months ventricular oversensing resulting in inappropriate shocks was reported. Therapies were disabled and the lead was disconnected from the ICD, capped and left in the patient. Apart from the shocks no adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore, the device itself could not be investigated. The information you provided has been carefully analyzed. The available iegms showed noise on the rv channel which led to shock delivery consistent with the observation reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.